Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: incisional hernia, reducible. Procedure: incisional hernia repair with mesh. Events: the patient had surgical revision, pain, bowel obstruction, fistula, infections, and seroma.